Manufacturer narrative:
The sample is lithium heparin plasma with a gel barrier that was centrifuged for 11 minutes. The specimen appearance was normal with sufficient fill volume. The sample was aspirated from the primary collection tube. Qc is performed once daily and was within specifications prior to and after the erroneous result. A system check was performed on (B)(4) 2010 and met specifications. A field service engineer (fse) was dispatched. The fse verified the instrument and all testing met published specifications. No hardware issues were noted. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously low troponin (accutni) result, above the ami cutoff, generated by the access 2 immunoassay system for one patient. The result was not reported out of the lab. Upon repeat testing on access 2 and on a different instrument the results were within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.